Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an operating system update during a procedure, causing a 10-minute delay. A posterior spinal fusion was the name of the affected procedure. Customer reported that the required narcotics were retrieved from a nearby device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the unexpected update was triggered by a misconfigured bluetooth driver that caused the operating system to crash. Because there is no software patch to resolve the issue. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not currently crashed and that the med application was running normally. The technical support specialist disabled the bluetooth adapter to resolve the issue. The system functioned as intended after being assessed by the technical support.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an operating system update during a procedure, causing a 10-minute delay. A posterior spinal fusion was the name of the affected procedure. Customer reported that the required narcotics were retrieved from a nearby device. There were no adverse events or injuries reported based on this event.